Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There was no patient involvement, no adverse consequences, no delays, and no medical intervention reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There was no patient involvement, no adverse consequences, no delays, and no medical intervention reported.